Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. During the alarm log review the f-94 alarm was identified. The cause of the alarm was a defective main battery. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The battery was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump presented the f-94 alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.